Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: bactec fx top - false positives.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). This is an unconfirmed failure of the bd product because no instrument related issues were identified. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: bactec fx top - false positives